Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found the drive wire separated inside the handle. The proximal end of the drive wire was nearly straight so the handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly of the securing component. Using hemostats to grasp the drive wire, the clip was opened and closed. A increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into a pentax ec3830-tl colonoscope in a simulated upper gi position with the tip in a maximum retroflexed positon to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue with an expected amount of force. The drive wire was removed from the device, visually examined, and determined that the drive wire was mfg correctly. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Instruction for use states to permanently deploy clip, pull handel spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and fourth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, ten (10) colon polyps were removed by the physician using a hot snare. A total of three (3) cook instinct endoscopic hemoclips ere placed to treat the post polypectomy sites. The first clip was placed successfully. Two (2) of the three clips failed. See mdrs 1037905-2013-00665 and 1037905-2013-00666. It was not noted in the physician notes how the clips failed or how the procedure was completed. It was noted there was no harm to the pt and the pt did well. Our laboratory evaluation of the returned devices confirmed drive wire disconnection. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.